Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records, the patient was revised to address recurrent dislocations and pain. There was fluid consistent with an effusion and obvious reaction from the previous metal-on-metal reaction. Cultures were taken but these were negative for infection. On (B)(6) 2017, the patient had undergone a closed reduction due to dislocation with subsequent pain, tenderness and loss of internal rotation. Patient dislocated while holding her granddaughter. She fell backwards, hitting her head on a chair and getting a laceration on the back of her head. Right leg was noted to be shortened and internally rotated. Patient states that she has fluid buildup because she has a metal allergy. Doi: (B)(6) 2017 (head and liner). Doi: (B)(6) 2011 (cup). Dor: (B)(6) 2018 (head and liner) (right hip) stem is reported on pc-(B)(4). Cup and stem were not revised.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.